Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The touchscreen control panel printed circuit board assembly (pcba) was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The touchscreen control panel pcb was received for evaluation. A visual assessment of the returned samples found both to show no defects. Functional testing of the returned samples found the assembly to be nonconforming when connected to a hot-bed with a functional touchscreen. The touchscreen became nonfunctional when the pcb was substituted. The root cause of the reported event can be attributed to a nonconforming control panel pcb. (B)(4).

Event description:
A consumer reported that the system´s touchscreen and remote did not work before surgery. The operations had to be postponed. There was no patient involvement. No additional information is expected.

Manufacturer narrative:
A sample was received at manufacturing site. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).